Event description:
It was reported that the right ventricular bipolar pacing lead impedance (pli) was low. Capture was good and there were no r waves as the patient was dependent. The lead had been implanted since 2013 and the pli had dropped from 540 ohms to 110 ohms. The patient was asymptomatic. When the pacing vector was changed to unipolar, the pli measured 200 ohms. The physician elected to leave the patient in unipolar pace and bipolar sense. Patient will be monitored at regular intervals.